Manufacturer narrative:
The pump alarmed rf pic failed during the self test due to a faulty component on the radio frequency board. The pump passed the idle current, run current, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement and rewind tests. The pump had minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm rf pic failed self-test. Customer's blood glucose at time of incident was unknown. Customer stated alarm did not occur during the rewind/prime sequence. Customer was advised to perform rewind process again. Customer advised to perform normal bolus into air. Customer stated a temp basal was not programmed before the alarm occurred. Customer was advised that error table indicates the pump should be replaced. Customer was advised the pump will need to be replaced.